Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain, swelling and loosening with varus migration of the tibial component. The tibial component was revised and found to be loose at the implant to cement interface. The insert and femoral component were also revised without indication of product deficiency. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address aseptic loosening. Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2020. (Right knee). Treatment: femur, tibial tray, and tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.